Event description:
Date of implant: 2002. It was reported on a voluntary medwatch by a user facility that a patient underwent an l4-5 gil laminectomy with posterior instrumentation. Over the past year, the patient complained of increasing back and lower extremity pain. Lumbar MRI reportedly revealed questionable non-union at level l4-l5 secondary to broken pedicle screws at l5. The patient had revision surgery to remove broken pedicle screws fragments. No patient complications reported.

Manufacturer narrative:
Device has been returned to the manufacturer and product is being evaluated at the current time. Unable to determine the cause of the event at this time.